Manufacturer narrative:
Only the broken basket wire was returned for the investigation. The investigation confirmed that the basket wire was broken at the junction with the pipe. There were no abnormalities found upon investigation of the condition of the solder part and the outer diameter of the pipe. In addition, the distal end of the basket was deformed. Omsc considers that the condition of pt or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct, the operation pipe broke. The doctor tried to crush calculus using emergency lithotripter but basket deformed and the calculus came off from the basket. Then he could remove the subject product from the pt. The procedure was completed with another device. There was no report of pt injury.